Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of tampon still inside me [foreign body in reproductive tract]. Tampon pulled in half [device breakage]. Went to remove...leaving half still inside [complication of device removal]. Case narrative: consumer reported via e-mail that tampon broke in half during removal. No serious injury reported.